Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device using an interventional procedure. Reportedly, eight hours post clip deployment, the patient developed a cold leg. An occlusion was found; the clip captured the posterior and anterior artery walls. A guide wire was inserted and a balloon was used to open the artery. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. There was no reported device malfunction and the clip was deployed. As the device deployed the clip, there is no indication of a product quality deficiency from the reported information. The cause of the clip capturing the posterior wall of the vessel is influenced by, but is not limited to, user technique and/or anatomical conditions. As per the instructions per use, during device deployment, support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. Pulsation of the artery may be felt. Pushing down too far into the artery would cause the wings to rest on the posterior wall of the vessel and would result in the clip capturing the back wall. The user was reportedly trained in the use of the starclose se device. Though trained, there is an indication of a user influence on the reported experience. The anatomical conditions of the patient can influence the manipulations of the starclose se device during the closing procedure that could result in the reported experience. Vessel size and conditions were not reported and a femoral angiogram may have not been performed. Though requested, this information was not provided. The IFU states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. The investigation concluded that manufacturing or anatomical conditions did not influence the reported experience. The investigation indicated that user technique may have influenced the reported experience. The cause of the clip capturing the back wall was due to user error, as the device was pushed too far into the vessel when the firing button was pressed. A review of the device lot history record and a query of the complaint database were not performed as the lot number was not provided and the device was not returned for analysis. As the starclose se device deployed the clip and there was no observation of a malfunction, there is no indication of a product quality deficiency.